Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys syphilis results from the cobas e 801 analytical unit. The initial result was 1.78 coi (reactive). The result after high-speed centrifugation was 1.78 coi (reactive). A new blood sample was taken and tested on another 801 platform, with a result of 1.93 coi (reactive). The result after high-speed centrifugation was 1.98 coi (reactive). The tppa result was negative. When the sample was tested on the abbott platform, the result was 0.08 (negative).

Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings. There was no product problem identified.